Manufacturer narrative:
Livanova (B)(4) manufactures the s3 low level ii sensor. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative performed a system reset and checked the level sensor module and the bubble sensor module. No malfunction was identified. The service representative was informed by the user that the malfunction disappeared after performing a battery discharge test. The service representative replaced the level sensor as a precautionary measure. Subsequent testing did not identify further issues. As the issue could not be reproduced, a root cause could not be determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova technician.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin s3 low level ii sensor. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s3 low level ii sensor did not display the correct reading during priming. There was no patient involvement.